Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. We were unable to verify low reservoir alarms and battery error alarm due to blank display. The insulin pump had a cracked display window and dented case.

Event description:
It was reported via phone call that the insulin pump had moisture damage and physical damage. The customer stated the pump had moisture damage and it was noted in the screen. The pump passed self-test. The customer stated the battery will go low and then have a blank screen. The customer was advised the pump will be replaced. The customer's blood glucose was unknown.